Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial channel showed t-wave oversensing on every third beat. Changing the sensitivity does not change the complex coming in every third beat. The clinician will discuss this with the physician. The lead remains in use. No patient complications have been reported as a result of this event.